Manufacturer narrative:
(B)(4). The customer reported that a pt coded in the hospital parking lot after being discharged. The hospital's risk management wants to know if there is any way to know if alarms occurred or were turned off between 1800-2100 for this pt while they were in the emergency department. They do not have any strips and it is too late to go to wave or alarm review at the philips intellivue information center (piic) since the incident occurred a week prior to the report to philips. No device malfunction was alleged to have occurred. The limited available info does not support that there was any error in monitoring for this pt. Based on the available info, we do not consider the monitor to be a contributing factor in the death. Philips will report this complaint based on the fact that we were informed that a pt death occurred. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt coded in the hospital parking lot after being discharged.